Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.(B)(4). Device evaluation anticipated, but not yet begun

Event description:
New information received states that the patient received inappropriate therapy due to lead noise. The lead was explanted. The patient condition was ok.

Event description:
It was reported that during a device change out due to normal eri, externalized conductors were observed. The lead was tested and all measurements were normal. The lead remains implanted.

Manufacturer narrative:
A partial lead measuring 45.0cm was returned in two segments for analysis. Externalized conductors due to internal insulation abrasion were noted at 19.5-21.5cm from the lead tip. The etfe coating was intact at this location. Externalized conductors due to internal insulation abrasion were noted at 10.0-14.0cm from the lead tip. The etfe coating was abraded at this location. Internal insulation abrasion under the rv shock coil was noted at 4.0-4.5cm from the lead tip. The sensing conductor etfe coating was abraded at 7.8-8.2cm from the distal tip. Electrical testing noted short circuits between the inner coil and re conductor and between the inner coil and the rv shock coil. This is consistent with the observation from the field of noise and inappropriate shock.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.